Event description:
It was reported that patient presented for routine generator change. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture. The leads were capped and replaced on (B)(6) 2025. The patient was stable throughout.